Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch and battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a motion control error and battery charger error messages. No pt injury was reported.